Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due to low battery voltage. The product code could not be downloaded. The battery voltage was at end of life (eol) due to normal battery depletion. After replacing the battery, the device functioned normally.

Event description:
It was reported that the pulse generator could not be interrogated. Six months prior, the estimated remaining longevity was 0.75 years. The pulse generator was replaced.